Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6fr powerline d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The catheter was gently stretched, and normal elasticity was observed. Both luers were patent to infusion and aspiration without any issue. No leaks were observed throughout the tests for both luers. Therefore, the investigation is inconclusive for the reported collapse issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post chronic catheter placement, the catheter allegedly collapsed on itself when trying to draw blood back after placement. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post chronic catheter placement, the catheter allegedly collapsed on itself when trying to draw blood back after placement. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.